Event description:
The customer reported being in the emergency room several times in the past year because the insulin pump was not functioning properly. The customer stated that she was told by her doctor to have the insulin pump replaced. Advised the customer to call when she is having issues with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.